Event description:
A malfunction occurred with the customer's pump, identifiable by malfunction code 16, which was not resettable. The impact on the customer's blood glucose level was not disclosed. Technical support arranged for a replacement pump as the existing one was still under warranty. The customer was instructed to use a multiple daily injections (mdi) therapy as a backup to ensure uninterrupted insulin delivery. They also received guidance on putting the pump into storage mode and were asked to return it using a pre-paid label within 10 days, which the customer understood and acknowledged.